Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "svd - calcification" was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve - calcification" and "svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 10 months post tavr, the patient is now presenting with a failed valve due to stenosis. The valve appears restricted and calcified on echo/cta. The patient underwent a valve in valve with a 26 sapien 3 ultra inside the initial 26mm sapien 3 valve." Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 valve in aortic position. Approximately 4 years and 10 months post tavr, the patient is now presenting with a failed valve due to stenosis. The gradient post-tavr was 13 mmhg and has gradually worsened and is now >50 mmhg. The valve appears restricted and calcified on echo/cta. The patient underwent a valve in valve with a 26 sapien 3 ultra inside the initial 26mm sapien 3 valve.